Event description:
It was reported to boston scientific corporation that in the last year, the physician had one case of exposure associated with the uphold vaginal support system. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the lot number was not provided, it was reported that the device was not used past its expiry date.